Manufacturer narrative:
Vyaire complaint : (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it stopped delivering volume. It is currently unknown if there was any patient harm or injury associated with this event.

Manufacturer narrative:
(B)(4). The customer further reported that after restarting the avea ventilator they have not seen the fault again. Customer did not want further evaluation from us.